Event description:
The company was made aware that the recipient's implant site was not healing post reimplant surgery. The recipient was prescribed antiphlogistic medicine. Surgery to explant the recipient's device will be scheduled.